Manufacturer narrative:
On 8/26/2017: tandem technical support reviewed the customer's t: connect logs and found that multiple occlusion alarms occurred following a supply change and multiple occlusion alarms occurred after the supplies had been in use for more than 3 days leading cts to believe the occlusion alarms were caused by improper site selections and using supplies past labeling. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.